Manufacturer narrative:
Device received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 525 mg/dl. The customer reported that when he removed the set from his body, he noticed the needle guard was still attached. The customer was treated with manual bolus. The customer declined troubleshoot for high glucose. The customer was advised that the insulin pump will need to be replaced and advised to discontinue use of the pump and revert to backup plan the insulin pump will be returned for analysis.